Manufacturer narrative:
Vyaire referance # (B)(4) -at this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while the avea ventilator was in use with a patient, they think the ventilator was put into standby mode and was left in this mode until the patient expired. The medical professional that was in the room when this happened, was taking the ventilator off the patient and then putting patient back on several different times in between cardio pulmonary resuscitation (CPR). The customer stated there was some panic from the staff and thinks that the ventilator was never turned on and was on standby mode when placed on the patient. There was no allegation against the ventilator.

Manufacturer narrative:
Results of investigation: a vyaire field service representative was unable to verify the customer's reported issue. The device passed all testing and met all vyaire manufacturer specifications.